Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and dysfunctional uterine bleeding and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence.(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with novasure endometrial ablation, hysteroscopy, and cystoscopy. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with another mesh. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-08728. The same patient is represented in each medwatch.